Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, trending review, labeling review, device history record review, and field data review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review for the complaint lot did not identify any issues. A review of tracking and trending for the alinity I toxo igg reagent and complaint lot did not identify an increase in complaints for the complaint issue. The overall performance of the alinity I toxo igg reagent reviewed using field data from customers. The review of field data for the complaint lot determined the median value are within the established limits and comparable to the historical reagent lot performance. Labeling was reviewed and was found to address the customer reported event. Based on the available information, no systemic issue or deficiency was identified for the alinity I toxo igg reagent lot number 71074be00.

Event description:
The customer observed false elevated alinity I toxo igg. The customer provided the following data for a pregnant female patient. On 12 apr 2025, sample (B)(6) result was 3.1 iu/ml (reactive). Tested on lot 71074be00. Note the result was flagged with exp due to an expired probe conditioning solution. Patient¿s historical value on 21 feb was <0.10 iu/ml (nonreactive) tested on lot 69139be00 the patient¿s physician requested a new collection. On 16 apr 2025, sample (B)(6) result was <0.10 / <0.10 / <0.10 / <2.0 (all non-reactive). Tested on lot 71074be00. Then the 12 april sample (sample (B)(6)) was retested n 16 apr 2025 and the result was <0.10 iu/ml (nonreactive) tested on lot 71074be00. The customer also provided the following non-reactive toxo igm results: on 21 feb result was 0.09 index; 12 april results were 0.09 index and 0.06 index; 16 apr result was 0.08 index. There was no reported impact to patient management. Additional information: the customer reported 2 additional patients and provided the following data: on 10 apr 2025 sample ID (B)(6) toxo igg result was 5.10 (reactive). Toxo igm result was 0.11. Additional testing from 28 apr, sample ID (B)(6) generated toxo igg result of 0.10 (non-reactive), toxo igm result of 0.10. Historical value from sample ID: (B)(6) on 3/17/2025 toxo igg result was 0.10 (non-reactive), toxo igm result was 0.12. Patient information: pregnant female. On 1 apr 2025 sample ID (B)(6) toxo igg result was 2.4. Toxo igm result was 0.09. Additional testing from 15 may sample ID (B)(6) generated toxo igg result of 0.10 (non-reactive), toxo igm result of 0.01. Historical value from 23 nov 2024 toxo igg result was < 0.10, toxo igm result was 0.09 patient information: pregnant female.

Manufacturer narrative:
Additional information can be found in section b5.

Event description:
The customer observed false elevated alinity I toxo igg. The customer provided the following data for a pregnant female patient. On (B)(6) 2025, sample (B)(6) result was 3.1 iu/ml (reactive). Tested on lot 71074be00. Note the result was flagged with exp due to an expired probe conditioning solution. Patient¿s historical value on (B)(6) was <0.10 iu/ml (nonreactive) tested on lot 69139be00 the patient¿s physician requested a new collection. On (B)(6) 2025, sample (B)(6) result was <0.10 / <0.10 / <0.10 / <2.0 (all non-reactive). Tested on lot 71074be00. Then the (B)(6) sample (sample (B)(6) was retested n (B)(6) 2025 and the result was <0.10 iu/ml (nonreactive) tested on lot 71074be00. The customer also provided the following non-reactive toxo igm results: on (B)(6) result was 0.09 index; (B)(6) results were 0.09 index and 0.06 index; (B)(6) result was 0.08 index. There was no reported impact to patient management. Additional information: the customer reported 2 additional patients and provided the following data: on (B)(6) 2025 sample ID (B)(6) toxo igg result was 5.10 (reactive). Toxo igm result was 0.11. Additional testing from (B)(6), sample ID (B)(6) generated toxo igg result of 0.10 (non-reactive), toxo igm result of 0.10 historical value from sample ID: (B)(6) on (B)(6) 2025 toxo igg result was 0.10 (non-reactive), toxo igm result was 0.12. Patient information: pregnant female. On (B)(6) 2025 sample ID (B)(6) toxo igg result was 2.4. Toxo igm result was 0.09. Additional testing from (B)(6) sample ID (B)(6) generated toxo igg result of 0.10 (non-reactive), toxo igm result of 0.01. Historical value from (B)(6) 2024 toxo igg result was < 0.10, toxo igm result was 0.09 patient information: pregnant female.

Manufacturer narrative:
This report is being filed on an international product, list number 07p45-22 that has a similar product distributed in the us, list number 7p45-40 / 45, with 510k/PMA/bla number k210596. A1 patient identifier: complete list of sample ID's are(B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false elevated alinity I toxo igg. The customer provided the following data for a pregnant female patient. On (B)(6) 2025, sample (B)(6), result was 3.1 iu/ml (reactive). Tested on lot 71074be00. Note the result was flagged with exp due to an expired probe conditioning solution. Patient¿s historical value on (B)(6) was <0.10 iu/ml (nonreactive) tested on lot 69139be00 the patient¿s physician requested a new collection. On (B)(6) 2025, sample (B)(6) result was <0.10 / <0.10 / <0.10 / <2.0 (all non-reactive). Tested on lot 71074be00. Then the (B)(6) sample (sample (B)(6) was retested on (B)(6) 2025 and the result was <0.10 iu/ml (nonreactive) tested on lot 71074be00. The customer also provided the following non-reactive toxo igm results: on (B)(6) result was 0.09 index; (B)(6) results were 0.09 index and 0.06 index; 16 apr result was 0.08 index. There was no reported impact to patient management.